Event description:
My (B)(6) year old son had major knee surgery on (B)(6) 2020. On (B)(6) 2020, he complained of his knee itching. We unwrapped the dressing and discovered that his incisions (3 of them) each had a blistered appearance and were oozing. We immediately called our health care provider. They suspected an infection and prescribed antibiotics. 24 hours after beginning antibiotics, his condition was worsening and a rash was spreading up his leg. We remembered he had a similar "infection" after a previous surgical procedure and we began having doubts about the diagnosis. I did an internet search and discovered clinical studies of similar cases after surgeries in which the problem was actually an allergic reaction to the glue used to close surgical incisions. The photos of those cases looked exactly like my son's knee. We called again and they told us to give him benadryl and bring him in the following day. This occurred on a weekend. We will take him in tomorrow. His knee looks awful. Discolored, oozing and bumpy. We now realize his problem after the previous procedure was an allergic reaction too. This time it is worse; knee injury from soccer game. Apparently he has an allergy to this skin glue, previous to this event he had no known allergies.